Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a no external power event was recorded on (B)(6) 2024 while connected to mobile power unit (mpu). The emergency backup battery was used to support the system during these events. The patient was using the locking version of the mpu ac power cord in an acute rehab facility. They did not recall any event that might have caused interruption to the mpu.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via evaluation of the submitted log file. The log file contained approximately 3 days of information (12apr2024 to 15apr2024 per timestamp). Beginning at 16:39:05 on 14apr2024, the relative state of charge (rsoc) and voltage values of both cables began to decrease steadily while the controller was connected to the mpu, activating the low power hazard and power cable disconnect alarms. As the rsoc values approached ~0 volts at 16:39:09, a no external power alarm activated. The atypical alarm cleared shortly later at 16:39:19 when it appeared that power was restored to the system. This sequence of events is consistent with a loss of ac power to the mobile power unit. While external power was lost, the backup battery provided power to the system as intended and the pump maintained a speed within the expected range. The mpu (serial number: unknown) was not returned to abbott for analysis. The root cause of the reported event cannot be conclusively determined through this analysis. The device history records could not be reviewed, as the serial number was not provided. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.